Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that, approximately four months post implant, the patient with this right ventricular (rv) lead experienced pain with rv pacing. There was also suspicion of perforation on CT imaging. Subsequently, this rv lead was explanted and another lead was successfully placed. No additional adverse patient effects were reported.